Event description:
On (B)(6) 2026, the patient underwent a procedure for an unknown etiology where a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted in an unknown anatomical location. The physician was able to deploy a viabahn device in the target treatment area while going through a cordis 9 fr brite tip® sheath introducer and over a 0.035" guidewire. After withdrawing the viabahn deployment catheter, a section of the last few cm of the deployment catheter was noticed inside of the patient. The physician was able to remove the broken catheter segment from the patient. There were no adverse patient outcomes and the procedure was completed.

Manufacturer narrative:
Section h: code c19: a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
After further review, it was determined this is a duplicate complaint report. Therefore, manufacturer report # 2017233-2026-07284 is being retracted. For reference, the complaint that will capture this event is manufacturer report # 2017233-2026-07259.